Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that medical staff discovered equipment malfunction and alarm during use, which affected patient treatment. They immediately stopped using the equipment and replaced it with one that was functioning normally. Device was in clinical use at the time of event. However, there was no harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that medical staff discovered equipment malfunction and alarm during use, which affected patient treatment. They immediately stopped using the equipment and replaced it with one that was functioning normally. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.